Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the atrial lead suture sleeve was cut due to the suture thread. The lead remains implanted and the patient was stable with no consequences.